Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A nurse reported that the patient's battery had depleted and was replaced as of an unknown date. A fall was mentioned related to the issue, with an allegation of "no battery" with them not knowing what happened. The caller had notes saying that a battery replacement wasn't recommended as they wanted the patient's wounds to heal. It was confirmed that the patient started having issues after the fall, which is why the device was removed. The caller is unsure what happened and why, with the patient currently having a stimulator with an unknown status. The patient has an appointment with the healthcare professional (hcp) in (B)(6) 2017. No further complications are anticipated. The patient's indication for implant is parkinson's dual.